Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.